Manufacturer narrative:
Date of event - the aware date was used for the event date since the event date was unknown.

Event description:
It was reported via social media that an embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. On an unknown date, the device came out.

Event description:
It was reported via social media that an embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. On an unknown date, the device came out. It was further reported by the patient that he did not have a watchman laa closure device implanted. The patient had a non-boston scientific heart rhythm monitor implanted on (B)(6) 2019. On (B)(6) 2019, the incision became infected. The patient saw a physician who gave him antibiotics and told him to follow up in a week. The patient went back in a week and the incision was still infected. Different antibiotics were prescribed and the patient was told to come back in a week. Two days prior to the next appointment, the patient stated the device came out in his hand upon checking his infection. The patient is in the process of returning the monitor to the manufacturer. Therefore, this is not a complaint against watchman since the patient did not have a watchman laa closure device.

Manufacturer narrative:
B3: date of event - the aware date was used for the event date since the event date was unknown. Correction: this is not a complaint against watchman since the patient did not have a watchman laa closure device.